Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead was found out to be dislodged. Several months ago, the physician attempted to remove the lead but was unsuccessful. Additional information obtained from the field which indicated that the physician preferred removing the lead and plug the rv port rather than reposition or insert a new rv lead. The rv lead was unable to be fully removed due to what was likely fibrosis in the subclavian vein area. The lead remain in service. No additional adverse patient effects were reported.